Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual evaluation of the returned product identified that the product exhibits signs of use (nicked or gouged), and both ball bearings and springs are missing (missing ball bearings and springs are not returned). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. This device is confirmed to have been a part of a CAPA investigation. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. This complaint is confirmed by visual evaluation of the returned product. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp shim was returned missing bearings. Attempts to obtain additional information have been made; however, no more information is available.